Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the uss, universal spine system, low profile holders, sticks broke during surgery. The sticks completely broke in to pieces during final tightening. No excessive force was used. This clinic has the uss system in use since 1994, so they are well informed and experienced in the usage and the limitations of the uss system. There was no delay to the surgery and no harm to the patient. No patient data is available and no further information was provided. The product associated with this event has been returned for investigation. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The visual inspection of the returned device as part of the product development evaluation revealed the uss low profile holder was damaged, the hexagonal tip was broken off. No design related root cause can be identified on the returned devices. These holders may break if the applied forces are too high or if they are worn out by excessive use over a longer period of time the investigation was unable to determine the root cause for this failure is. Functional testing cannot be done with the returned device. The situation in the complaint could not be replicated and it is not possible to state if the applied forces were too high or not. No manufacturing fault was noted in the investigation. A manufacturing evaluation was performed which reported the holder was in visual good condition, some minor scratches on the sleeve. The uss low profile holder was manufactured according to drawing ((B)(4)) the relevant dimensions were checked and found to be according to the specification. No manufacturing related failure could be detected.

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report a14_0651). The dimensions of the investigated uss low profile holders were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The breakage of the uss low profile holder occurred at the tip with the 4 mm hexagonal drive. Based on the received information it is unclear if the instruments failed during a single operation or were collected by the hospital from several operations over a period of time. Based on the topography of the fracture surfaces, it can be concluded that the uss low profile holders and the connecting rod failures of the instruments were due to high forces, which led to the overload and breakage. No evidence of material or manufacturing defect were found.